Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address dislocation, throbbing and aching.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aside from what was previously alleged, it was stated that the patient sustained severe injuries, large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood and tissue bone surrounding the implant as a result from the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner, severe pain, discomfort, inflammation, partial or complete loss of mobility and loss of range of motion. Doi: (B)(6) 2008; dor: (B)(6) 2013; left hip.